Manufacturer narrative:
Device(s) details provided : lm220 on the right / lf240 on the left. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Side is unknown. Device remains implanted.